Manufacturer narrative:
Correction: the medsun medwatch uf/importer report is now in h10 instead of in h11 from the previous submitted report.

Manufacturer narrative:
B3 - date of event - the day was not given only august 2024. 01 aug 2024 has been used as a placeholder. Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
A event regarding a spiros¿, closed male luer w/red cap, 10 units experienced no flow during infusion. It was reported: ¿while making a hazardous chemotherapy drug. Primed the line and attached a spiros. Registered nurse (rn) sent the mixture back for occlusions halfway through the infusion. Spiros was faulty if at a certain angle it would allow flow but if moved it would not created a problem since this admixture was time sensitive and needed to be completely infused within 90 minutes. No patient harm.¿ additional event information obtained from ufmw: the report was completed by pamela harding a risk manager of honorhealth scottsdale shea medical center. The outcome attributed to adverse event was other serious or important medical events. This is a product problem with the event date aug-2024. The event occurred in the hospital. There was patient involvement and no adverse event. Medwatch uf/importer report # (B)(4).

Manufacturer narrative:
Medsun medwatch uf/importer report #(B)(4). No ch2000sc-10 product samples, videos or photographs were returned for investigation. The device history report (DHR) was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.